Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the device was functional and the defect observed could not be linked to any device failure. Undetected head motion is the most probable contributor as the surgeon did not connect the support arm to the leksell frame. (B)(4).

Event description:
It has been reported that during a surgery, an inaccuracy issue has been observed of about 2.5-3.5 mm, all in the same direction (z axis, too low). There was no patient/user impact reported.